Event description:
Caller states that during correlation, patient tested: 4.4 inr on the coaguchek system and 3.0 inr on a comparison lab and 5.9 inr on the coaguchek system and 4.4 inr on a comparison lab. No action was taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.